Event description:
It was reported that the right atrial lead exhibited noise due to an insulation break. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 14.5 cm to 14.6 cm near the distal end, due to friction with another device. This would have caused the problems that were reported.